Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported that the 72r electrodes irritated the patient¿s skin. The skin was red, itchy, and had blisters. The patient stated that she used the unit for approximately 3 weeks, treated for 10 to 12 hours per day and changed her electrodes twice. The patient advised that she had a follow up appointment with her doctor and the doctor told the patient she did not have to treat any longer. No further information has been reported. The 72r electrodes has not been returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the 72r electrodes irritated the patient¿s skin. The skin was red, itchy, and had blisters. The patient stated that she used the unit for approximately 3 weeks, treated for 10 to 12 hours per day and changed her electrodes twice. The patient claims she does not remember much. The patient advised that she had a follow up appointment "with" her doctor soon after and she told him she didn not want to use the unit any longer. The doctor told the patient she did not have to treat any longer. The patient asked for disposal advice.